Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device extrusion. On (B)(6) 2018, the recipient was prescribed mupirocin ointment prophylactically. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding recipient status were unsuccessful. This is the final report.

Manufacturer narrative:
The recipient is reportedly healing well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.